Event description:
It was reported by customer that they have found a piece of the foley broken off in the patient and they were able to remove the piece in one piece then completed the cysto procedure. No other issues were found during the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.